Event description:
It was reported that the image on the 2600 system is blurry. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the optical focus of the ccd and electronic focus of the image intensifier. The system was tested and found to be working as intended and placed back into service.